Event description:
It was reported that there were pts who sustained scarring after hair removal treatment with a vasculight hr laser. The number of pts was not reported.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist concluded that there was no related device malfunction but the device performed outside of acceptable manufacture specifications. Reasonable attempts were made to contact the user facility for additional information, however, none was provided. A determination of root cause could not be performed from the information provided. Should additional information be reported, a follow up MDR will be filed.